Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the surgeon ran into some problems implanting their implantable pulse generator (ipg) the previous day and when the patient got home, they were in so much pain that they almost passed out. The device remains in use. No further patient complications have been reported as a result of this event.